Event description:
Add'l info rec'd 9/26/02: medtronic doesn't MFR this product. They think the product is mfg by cyberonics.

Event description:
Pt with history refractory seizure disorder cnp vagus nerve stimulator generator low voltage. Removed old generator and replaced with new generator. Old generator taken with dr.